Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed and the cause was use error patient not connected when therapy initiated. The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line) and system error 2367, this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) by explaining the air alarm. The hp pressed go before connecting so the tsr explained the procedures. The hp already cycled power to get a system error 2367. The tsr found a system error 2240 in the alarm log. The tsr said he should call the nurse about the air alarm. The hp would start over with new supplies and the tsr reviewed proper procedures per the user manual with the patient. The patient was involved but there was no patient injury or medical intervention reported.